Event description:
The hcp reported they were unable to fill pump at clinic appointment and they determined the pump had flipped. The pump was surgically re-inverted and the pt recovered without sequela. The pump was used to deliver hydromorphone.